Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that the powerloc max huber needle's y-site hub are cracking. The incident delayed patient care. It was stated they use the powerloc max needles with a b. Braun caresite needless connector. The specific number of affected devices was not provided by the complainant.